Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy on a patient with a head injury and after 7 to 8 hours of treatment, the thermogard console (sn# (B)(4)) stopped functioning and it generated an alarm. The console was found to be in the standby mode state. The customer pressed the run button, but the console did not respond; the customer waited several minutes, however the issue persisted. The console was turned off to force a shutdown and restarted. After the console was restarted, the console was functioning properly, and therapy continued. The following day, about 7 hours after the console was restarted, the console stopped functioning again. The customer switched to another thermogard console to continue with treatment. No consequences or impact to the patient.